Manufacturer narrative:
The cause of the cardiac perforation (patient device interaction problem) was not determined due to no product return and insufficient clinical details. The cause of the major bleed was not determined due to no product return and insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73 year old male patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Access via left femoral artery and tamponade had to be used during impella insertion and wound had to be surgically closed. Complication of a left ventricle perforation. Patient was later escalated to an impella 5.5 support. Very limited information available in the case description.